Manufacturer narrative:
Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the full failure investigation has been completed.

Event description:
Administration set was received at carefusion with customer devices. Set is associated with complaint stating: air got past the pump and to the pt without alarming. Adult pt was receiving antibiotics as a secondary and IV fluid as a primary. Nurse noted large amount of air below the pump and a "golf ball" size of air noted at the IV site. The tubing and devices were sent to biomed, and no issues were found. There was no report of pt harm or medical intervention. No further pt/event information is available.